Manufacturer narrative:
On 06-feb-2018, a field service engineer (fse) found that the old controller pc had failed. The fse replaced the controller pc. The fse then proceeded to transfer the maxia files from the old controller pc with an external hard drive to the new controller pc. The customer then proceeded ran quality controls and results which were verified to cross over the laboratory information system (lis) successfully. The aia-2000 instrument was running without any issues. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 05-jan-2017 through aware date (B)(4) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under safety precautions, states to contact tosoh service center or local representative when requesting repairs. Improperly performed in-house disassembly, repair, and medication work may result in electrical shock and/or fire. Under 2: system configuration and functionality, the operator's manual indicates: 2.1 system configuration: the aia-2000 automated enzyme immunoassay analyzer is comprised of the aia-2000 analyzer unit (the main unit) and a personal computer (the controller pc) that are linked by an usb cable. The system is designed for the main unit to perform assay operations in response to instructions sent from the controller pc unit. The 2.2.1 file configuration: the aia-2000 system program is stored in the c:\maxia folder on the c: drive of the controller pc. The 2.2.3 system backup: it is recommended to back up system files on a regular basis as a precaution against system failure. This can be done easily by using a dvd-rw drive on the controller pc. Make sure that all main unit operations have stopped, and then simply save the entire c:\maxia folder to the backup media. The most probable cause of the reported event was due to a faulty controller pc.

Event description:
On(B)(6) 2018, a customer reported that results were not crossing over or were in the incorrect format between the controller pc on the aia-2000 analyzer and the laboratory information system (lis). A field service engineer was dispatched to address the reported issue, which resulted in delay in reporting of patient results for estradiol (e2), luteinizing hormone (lhii), prolactin (prl), and follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.